Event description:
It was reported that bd needle eclipse 30x1/2 needle clogged blockedwhen I was about to inject besremi, I found that there was resistance when pushing the needle, making it difficult to inject the medication. However, after removing the needle, I could expel air, suggesting a possible needle blockage issue, preventing subcutaneous injection

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos, and sample submitted for evaluation. The reported issue of needle clogged/ blocked was not confirmed upon inspection of the sample. Analysis of the sample showed foreign matter causing the clog. It was unable to be extracted from the returned sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The assembly process was reviewed, there is a vision system at the assembly machine to detect clogged needles and reject the part. The vision system is challenged at the start of every production shift per inspection form. Current controls include a visual inspection for clogged needles at the quality assurance outgoing inspection and a visual inspection for clogged needles during the assembly in-process inspection. The actual root cause could not be determined as the foreign matter causing the clog could not be extracted.

Event description:
No additional information.